Manufacturer narrative:
The customer reported that their central nurse's station (cns) displayed a "port 1 error" after which they decided to reboot the device, but it couldn't boot into the software. The hdd failed on this cns and it needs to be replaced. No hard or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) displayed a "port 1 error" after which they decided to reboot the device, but it couldn't boot into the software. The hdd failed on this cns and it needs to be replaced. No hard or injury was reported.